Event description:
Boston scientific crm received information that this local sales representative contacted technical services to report that this patient, with this chronic implantable transvenous left coronary sinus lead, was scheduled for a lead revision procedure. The lead exhibited an out-of-range measurement (> 2000 ohms) and the physician suspected a lead fracture. The chronic implantable crt-d device was electively explanted. There were no allegations or complaints against the device.

Manufacturer narrative:
Boston scientific crm received information from the local sales representative that this implantable transvenous left coronary sinus lead was surgically capped and replaced. A replacement lead was inserted and the issue was resolved. Subsequently, boston scientific received information in (B)(6) 2011 from a patient verification form that this patient had underwent a heart and liver transplant operation.